Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the trocar gasket tore during first 15 minutes of procedure with minimal instrument passes. There were no consequence to the pt.